Event description:
It was reported that while the ventilator was connected to a pt, a break of the o2 hose to the ventilator was detected. It was further stated that the o2 hose had been checked prior to start of ventilation. There was no pt harm. (B)(4).

Manufacturer narrative:
Our investigation has been completed into the reported issue. A high pressure oxygen hose, with a batch number indicating the manufacturing year of 2010, during week 4. There was no indication of a ventilator malfunction. The hose and the gas connector were found broken and separated. In the inspection, we could see that the metal inner pipe was bent below the fracture and, the metal coating was found to be deformed. In the microscopic inspection we could conclude that there was no material weakness in the hose gas connector, this indicates there were no defects from the time of manufacturing. Our conclusion is that the o2 hose had been affected by an excessive force at some time. The root cause for why the o2 hose broke has not been established from this investigation.

Manufacturer narrative:
An investigation has commenced and when it is completed a supplemental medwatch will be submitted.